Event description:
The needle went through the sheath when she was recapping.? The needle was not through the sheath or any of the packaging prior to use.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem. Maintain complaint files in accordance with 21cfr part 803.18.